Manufacturer narrative:
The loaner device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the unit was not producing an image due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus 4k autoclavable camera head loaner device, it was discovered that the unit was leaking and not producing an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image appeared occurred due to cable failure. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.